Event description:
One bd sterile 10 ml luer lok syringe (ref 302995) found with defective gasket. Found syringe was used overnight, most likely from lot #5197633. Emailed rep on [redacted]. Mailed via fedex tracking [redacted]. Manufacturer response for sterile 10 ml luer lok syringe, (brand not provided) (per site reporter).